Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for analysis. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists neurological events (not stroke related), arrhythmia, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists neurologic dysfunction and arrhythmia as potential late postimplant complication. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had severe tricuspid regurgitation (tr) that was not repaired on (B)(6) 2025. The patient weaned off inotropes and pressors. Small left ventricular internal dimension (lvid) measured at 5.2 cm and speed at 4900 with no aortic valve opening. With severe tr, the patient struggled with offloading right ventricle (rv) appropriately. However, it was believed that the patient was euvolemic at this time with weight of 71 kg. The patient struggled with orthostatic hypotension post op, however, was able to wean chronic midodrine off. The patient would fluctuate between sinus tachycardia with some runs of atrial fibrillation rates in the 150s/160s with movement. They started metoprolol for rate control 25 mg bid. The patient could change to extended release (xl) outpatient if they tolerated well. Other guideline directed medical therapy (gdmt) was not initiated inpatient due to trouble with orthostatic hypotension. However, they may tolerate it later. The patient was liberated from ventilator on (B)(6) 2025. The patient then had a ramp study that led to a decreased speed of 5000 rpm to 4900 rpm. Dobutamine was taken on (B)(6) 2025, and the patient was still on milrinone. The pulmonary artery (pa) catheter and foley was removed. The patient was off dobutamine the next day, but continued milrinone and coumadin was taken. A code stroke versus questionable transient ischemic attack (tia) was reported. Lasix was started on (B)(6) 2025 and continued to be taken daily. The patient started albumin daily on (B)(6) 2025. Milrinone was stopped on (B)(6) 2025. The patient was referred to rehab on (B)(6) 2025. Warfarin was increased on (B)(6) 2025. The patient then switched to oral antibiotics, with discharge planning. The patient discontinued midodrine on (B)(6) 2025. The patient was seen in clinic on (B)(6) 2025 and started digoxin, spironolactone, and torsemide daily. Furosemide was stopped. The patient was on a low flow controller. The patient¿s spouse said they have gone ¿really downhill¿ on the weekend. There were multiple near falls, headache, and loose stools. The spouse reported blood, but the patient denied blood. The patient had one episode of low flows on (B)(6) 2025 which most likely related to dehydration and resolved once they drank fluids.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reported email: (B)(6).